Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing just distal to the luer hub. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
This event is being reported based on the analysis of the returned device.